Event description:
It was reported that the lead integrity alert (lia) of the right ventricular (rv) lead was triggered due to oversensing and short in terval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtbb1d1 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 507652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).